Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent bypass surgery on (B)(6) 2024 and suture was used. There was a suspected quality deficiency of the suture product due to postoperative thread breakage. After bypass surgery, the implanted thread broke at the anastomosis. The thread break did not occur at the tying point (knot) but the thread itself broke along the way. The procedure went absolutely smoothly and after 3.5 hours post-op in the recovery area, it happened sudden severe bleeding, as a result of circulatory instability, circulatory arrest and unsuccessful resuscitation. A possible influence of resuscitation in terms of thread damage is probably according to the statement to exclude the surgeon. Because there was no resuscitation at this point. It was clear that the anastomosis was completely opened. For peripheral anastomosis ¿ will use 1 suture per anastomosis. According to dgks this batch of suture material has been already used in other procedures or patients without complaints. No additional information was provide.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Additional information: d9, h3, h4, h6. Additional d4, UDI number. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, two opened boxes that pertained to the product code ep8755h. A total of fourty-nine unopened samples were received for analysis. The complaint sample was not returned. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.